Manufacturer narrative:
G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: while troubleshooting the device, the customer encountered a user interface issue. Logs were provided to technical services for review. During the log analysis, technical services observed that the cfb logs were active on two occasions. Based on this, it was determined that the main board is defective and requires replacement. The customer was informed that a new main board is necessary to resolve the issue. As the customer is not factory-trained, they were advised to return the device to a zoll facility for repair.

Event description:
Complainant alleged that during testing, the device detected a user interface issue. Complainant indicated that there was no patient involvement in the reported issue.